Event description:
A sales representative from sims level 1, inc. Received a report from the university on septemper 7, 1999 that during a trauma case air was introduced into the system. The sales representative in-turn contacted the sims level 1, inc. Product complaint handling department.